Event description:
It was reported to target that during a gdc embolization, the first coil was successfully placed in the aneurysm. Then the physician attempted to place the second coil, but it would not get in. While the dr pulled the coil out, part of the coil separated and blocked the middle cerebral artery. The physician thinks that this coil became jammed during the procedure. The pt underwent surgery to remove the broken coil. Pt's condition was reported as hunt & hess grade 3. Through a follow-up by a co rep on 07/24/2000, the MFR was informed that the pt's condition was may be related to the fracture of the coil, not to the surgery. Unfortunately, pt died three days after the procedure.